Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip. Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, missing end cap sticker, stained address/serial number label, cracked battery tube threads and cracked case at the reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir plastic ring was broken off and missing as well as customer experienced high blood glucose of above 600mg/dl. Customers stated that they are unable to lock reservoir in place. Customer¿s current blood glucose was not given. Customer declined troubleshoot for high blood glucose. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.